Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while using the adc device using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer was "about to lose consciousness" and was provided glucose and juice by a nurse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An initial complaint was received via webform regarding a sensor error message while using the adc device using freestyle libre 3 (app only). As a result, on (B)(6)2022, the customer was "about to lose consciousness" and was provided glucose and juice by a nurse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.